Event description:
Attempting to place 7x18x80 herculink stent to right renal. Unable to pass, while pulling delivery system out stent became dislodged from delivery platform at level of iliac at sheath. Snare able to retrieve dislodged stent. Stent and platform kept.